Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sigma litigation record received. Litigation record alleges injury, pain, decreased range of motion ,diminished mobility, radiolucent lines, loosening and ultimately device failure stemming from the porous coated, uncemented tracbecular medial tibial plate. On 29 mar 2017, the patient had a revision of the left total knee arthroplasty to address pain secondary to component malalignment and component malrotation. Previous medical records note the patient also experienced some stiffness, discomfort, swelling, and limited motion. The femoral and tibial components were revised. The patella was noted to be well-fixed and was retained. The tibial tray was noted to be well fixed with no evidence of wear or loosening. There were significant amounts of stiffness and arthrofibrosis. Medical record states that the tibial tray and femoral component were both maligned. (Sticker page 64 of 601). Doi: (B)(6) 2016. Dor: (B)(6) 2017. Right knee.